Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that this bivad patient contacted the clinic to report an increase in pump power and flows of his rvad. The patient was asymptomatic at the time. Log file analysis performed during clinic visit revealed pump parameters outside of normal operation. The patient was subsequently admitted to the hospital for treatment of suspect thrombus. Upon admission the patient had elevated lactate dehydrogenase levels, hemolytic urine, and abnormal, grinding, pump sounds. The patient was taken for right heart catheterization with pulmonary arteriogram and injection of the outflow graft. Results revealed no back flow into the rvad pump. A bivalirudin infusion was initiated and the patient's transplant status was upgraded to status 1a. On (B)(6) 2015 the rvad watts reached >25 watts and the rvad was turned off. The plan is to leave the rvad in place unless further right ventricular dysfunction develops. The last report received indicated that the patient had been discharged home in stable condition with the rvad pump in situ, off and driveline cut. Investigation is ongoing.